Manufacturer narrative:
A visual inspection of the returned device revealed punctures in the tyvek just to the left of the pouch label and a puncture in the plastic near the insert flap. The device was not returned with the shipper carton or the chipboard box. Microscopic inspection of the pouch found that the puncture in the tyvek occurred externally while the puncture in the plastic occurred from the pouch being pressed against the insert flap. The origin of the pouch damage was determined by the direction of the edges of the punctures. Ascent's instructions for use states: "inspect the instrument and package before opening. The contents of the package are sterile if the packaging has not been compromised. If the package is damaged or if it was opened and the instrument was not used, return the instrument and package to ascent." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that while an ultrasonic scalpel was in inventory, it was noticed that there was a puncture in the packaging.